Event description:
The device was applied during a hernia procedure. Reportedly, the disposable loading unit disengaged into the pt's cavity. The surgeon retrieved the cartridge and completed the procedure with another device. No pt injury reported.